Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified . No episodes stored to verify pacing, sensing, or reporting of unexpected shock. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had no observed ventricular pacing or sensing and the patient claimed to have experienced an inappropriate shock. The ICD remains in use. No further patient complications have been reported as a result of this event.